Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. During investigation, the pump powered on to display the verify screen. The display was not blank. The pump cover was removed and no internal moisture or defect to the display screen was observed. The complaint of a blank display screen was not duplicated during investigation. Unrelated to the blank display complaint, investigation revealed the display was dim and discolored and the battery compartment was cracked on the side from the threads to the cover.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.